Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked the nurse in charge of the patient on bed 37 found that there was leakage at the stem and connecting tube of the closed IV needle when administering IV fluids, so she immediately pulled out the needle and replaced it with a new closed IV needle to re-puncture the patient.

Manufacturer narrative:
1. DHR/bhr review(lot#3353661): 1)this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of leakage at the stem and connecting tube cannot be determined because the defective sample has not been received for testing and analysis.

Event description:
No additional information provided.